Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the outer cover being unable to detach. The following information was provided by the initial reporter: when the product was unpacked before use, there was no needle pe on the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320136. Visual examination was carried out on the returned sample and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported that the bd micro-fine¿+ pen needle experienced the outer cover being unable to detach. The following information was provided by the initial reporter: when the product was unpacked before use, there was no needle pe on the product.